Manufacturer narrative:
Based on the information provided, the protocol from which patient tissue samples exhibited sub-optimal processing was the "9 hr xylene" protocol comprising 100 cassettes, which started in retort a at 19:57pm on (B)(6) 2021 and completed at 04:53am on (B)(6) 2021. Information provided by the laboratory indicates that "under processed" tissue is found in "only some of 252 blocks". Evaluation of the instrument logs could not identify another processing run(s) with a total number of 252 cassettes. The "9 hr xylene" protocol, which has a duration of 8 hours and 59 minutes, has been validated for use in this laboratory. Investigation of this complaint found the instrument functioned as designed during execution of the "9 hr xylene" protocol started in retort a at 19:57pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type/size of the patient tissue samples being processed. Specifically, information documented by the pas details that the sub-optimal processing of patient tissue samples was derived from the "9 hr xylene" protocol, in which tissue type and size of the affected tissue samples processed were detailed as: "punch bx 3-4mm, skins 10mm -15mm" and "range 3- 5mm thickness" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.

Event description:
Leica biosystems received a complaint that patient tissue samples, which had been processed using histocore peloris 3 rapid tissue processor serial number (B)(4), were "under processed". It was also communicated that "100 blocks affected - under processed. Protocol finished with 'water' in the biopsy pads and no 'wax'". On (B)(6) 2021, the leica application specialist vic / anz - pathology (pas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The pas documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "9h" protocol executed in retort a comprising 100 blocks, which started at 19:57pm on (B)(6) 2021 and completed at 04:53am on (B)(6) 2021. The tissue types and sizes of the affected samples were detailed as: "punch bx 3-4mm, skins 10mm -15mm" and "range 3- 5mm thickness" respectively. On 02 september 2021, the leica application specialist vic / anz-pathology received information that all patient cases involved in this event were diagnosable, following the completion of re-processing.